Manufacturer narrative:
Pump received with normal operating currents and passed unexpected restart error test and no alarm during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart while changing the battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 143 mg/dl at the time of incident. Troubleshooting found that there were alarms in pump history and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.